Event description:
It was reported that the pt underwent aortic valve replacement surgery in 2009. Five days post-operatively, a physician attempted to insert a central venous catheter into the left internal jugular vein for nutritional support. However, the physician mistakenly inserted the catheter into the carotid valve. The pt expired 7 days post-op. Info was received from the hospital's website and local media. Add'l info may not be attainable.